Event description:
An alarm 16 was reported for the pump. There was no adverse impact to the customer's blood glucose level. The customer reloaded the original cartridge onto the pump, successfully completed the load process, and resumed insulin delivery as instructed by technical support.